Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR's #1225714-2014-00433 and 1225714-2014-00434.

Manufacturer narrative:
Missing info.

Manufacturer narrative:
This is one of two device reports related to this event. Associated MFR reports: 1225714-2014-00433 and 1225714-2014-00434. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
Add'l info received noted that the pt experienced a sudden cardiac event and expired approx. A week later, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on unknown date after the use of the product.